Event description:
The sales rep reports that prior to a procedure, the box was open and the tyvek was not sealed.

Manufacturer narrative:
(B)(4). The carton was returned for evaluation with the instrument and the packaging materials. The carton was in good condition, opened at one end. The package blister was present and the tyvek lid had been removed from the package and folded over and was atop the device in the blister. Transfer of seal adhesive from the tyvek was visible around entire circumference of the blister confirming that package had been previously sealed. Tyvek was examined and found to be intact and with visible evidence that it had been sealed to the blister. Tyvek was examined under black light, which would make visible any issue in the seal area. No issues were found, tyvek was found to have normal appearance for sealed product. It could not be determined when or why the package had been opened and then returned to its carton. It is not likely that package was opened at the packaging facility. Nothing in the process would result in the open package being placed into a carton. Because the package was previously sealed, the complaint event could not be confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.